Event description:
Event verbatim [preferred term] burned the left side of my lower back and caused a painful blister [burns second degree]. Case narrative:t his is a spontaneous report from a contactable consumer. This patient of unspecified age, ethnicity, and gender started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported "I wore the lower back heating pad this weekend ((B)(6) 2017) and was forced to take it off when it burned the left side of my lower back and caused a painful blister." The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] . Burned the left side of my lower back and caused a painful blister/back warmer burnt my lower back [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer. This male patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported "I wore the lower back heating pad this weekend (B)(6) 2017 and was forced to take it off when it burned the left side of my lower back and caused a painful blister." The patient also reported, "back warmer burnt my lower back." The action taken and event outcome were unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Reasonably suggest device malfunction was no. Site sample status was not received. Follow-up (08jan2018): new information received from a contactable consumer includes: more event details. Amendment: this follow-up report is being submitted to amend previously reported information: patient's gender updated to male. Follow-up (27feb2019): follow-up attempts are completed. No further information is expected. Follow-up (30apr2020): new information received from a product quality complaints group includes: reporter information and investigation results. No follow up attempts possible. No further information is expected.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Reasonably suggest device malfunction was no. Site sample status was not received.

Event description:
Event verbatim [preferred term] burned the left side of my lower back and caused a painful blister/back warmer burnt my lower back [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. This patient of unspecified age, ethnicity, and gender started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported "I wore the lower back heating pad this weekend ((B)(6) 2017) and was forced to take it off when it burned the left side of my lower back and caused a painful blister." The patient also reported, "back warmer burnt my lower back." The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (08jan2018): new information received from a contactable consumer includes: more event details. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned the left side of my lower back and caused a painful blister/back warmer burnt my lower back [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. This male patient of unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported "I wore the lower back heating pad this weekend ((B)(6) 2017) and was forced to take it off when it burned the left side of my lower back and caused a painful blister." The patient also reported, "back warmer burnt my lower back." The action taken and event outcome were unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (08jan2018): new information received from a contactable consumer includes: more event details. Amendment: this follow-up report is being submitted to amend previously reported information: patient's gender updated to male. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.